Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall approximately a month ago. Reportedly, stimulation has moved to her abdomen and thighs. As such, x-rays were taken and results revealed lead migration. Surgical intervention may be undertaken as the next course of action.